Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered sodium and long-acting insulin while also using the pump which resulted in a low blood glucose (bg) of 50mg/dl. To treat the low bg level, the customer consumed sugar. Recommendation was made to consult with health care provider regarding diabetes management.